Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the cap fell off upon removal of the scope from the patient and fell into the body, although customer is unsure of what part, either in the stomach or high up. The cap was possibly retrieved with a net but it was retrieved according to the customer. It was reported there was a delay to get the cap, but the length of the delay was unknown and it was at the end of the procedure. The procedure was completed and there was no harm to the patient. The following patent identifiers are linked: (B)(6).